Event description:
On 03/02/1998 following a percutaneous transluminal coronary angioplasty/stent procedure, an angio-seal device was placed in a pt's right groin. Two hrs following deployment, bleeding occurred from the puncture site. A femostop was applied with control of the bleeding. The next day the pt developed pain in her thigh; doppler studies were done which did not identify a cause of the symptoms. On 04/06/1998 the pt presented to the hosp where an angiogram was performed; the results identified an occluded right femoral artery at the puncture site. A stent was placed to the right common iliac with good result, and the pt was discharged home the following day. As of 05/16/1998 there had been no further report of complication or pt sequelae made to the MFR.